Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose at that time was 285 mg/dl. Troubleshooting was done. Customer stated that the transfer guard on the reservoir were loose and came off while he was trying to fill the reservoir. Educated customer that this is possibly due to bent cannula or site/set occlusion. Customer refused to send back the infusion set for analysis and does not want replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.